Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller reported that the pt stated their stimulation was turning off by itself. Caller stated they checked the stimulation usage diary and it showed that the stimulation was off on (B)(6) 2023 and (B)(6) 2023 but pt believed that the stimulation was turning off more than what the diary showed. Caller inquired about other possible troubleshooting steps. Technical services specialist (tss) instructed caller to look at the recharge diary and the caller mentioned for all but one recharge session, the diary did not display the ins battery level when pt began charging. Tss reviewed information and recommended that pt keep a log of when the stimulation was turning off by itself. Caller also commented that electrode 7 on pt's lead displayed an impedance value of over 10,000 ohms. Pt was seen in november of 2017 and december of 2018 and it was noted that electrode 7 had an impedance value of over 10,000 ohms.